Manufacturer narrative:
Concomitant medical products: spectranetics turbo elite laser, abbott armada .035, balloon, terumo glidecath, heparin, 5f pinnacle. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The sealant of a 5f mynx grip vascular closure device (vcd) did not deploy fully. There was no reported patient injury. Hemostasis was achieved by manual pressure for 20 minutes. The type of procedure mynx vcd was used to was for an interventional peripheral. The patient had a history of peripheral vascular disease. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity noted. The stick location was on the common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). There was no presence of pvd / calcium in the vicinity of the puncture site. The doctor fully advanced the shuttle handle at the appropriate time. The sealant was partially deployed into the tissue, it was not dislodged. The patient was not thin and did not have shallow vessel depth. The patient recovered after the mynx event. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy fully. There was no reported patient injury. The type of procedure mynx vcd was used for was an interventional peripheral procedure. The patient had a history of peripheral vascular disease. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity noted. The stick location was on the common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). There was no presence of pvd / calcium in the vicinity of the puncture site. The doctor fully advanced the shuttle handle at the appropriate time. The sealant was partially deployed into the tissue, it was not dislodged. The patient was not thin and did not have shallow vessel depth. The patient recovered after the mynx event. Hemostasis was achieved by manual pressure for 20 minutes. The product was not returned for analysis. A product history record (phr) review of lot f1932202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as a misalignment of the advancer tube with the tissue tract, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.